Event description:
It was reported with the use of the bd¿ syringe catheter tip there was an issue with user breaks off the plunger.

Manufacturer narrative:
Investigation summary: it has been received 1 sealed sample and 2 samples with open blister of 50ct lot 1807219 for investigation. Upon visual inspection of the two samples with open blister, it can be observed the thumb press is broken. Upon visual inspection of the sealed sample received, no damage or molding defect can be observed in it. DHR of lot 1807219 has been reviewed not finding any annotation or deviation regarding the alleged defect. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection. Molding: 2 injections per shift printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. We can confirm that broken thumb press defect was caused due to an incidence during transport processes in manufacturing area. No incidence has been found related to broken plunger that could have caused this defect, so the root cause cannot be determined. Transports in manufacturing area are protected to avoid damage on product. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was open during manufacturing process and all protections in transport system and equipment to avoid damage on product.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe catheter tip there was an issue with user breaks off the plunger.